Event description:
Patient was transported to the cath lab, then picked up. Patient was intubated in cath lab. Placed patient on tv-100 number 4. The oxygen was not analyzing correctly. Patient was stable. Per ce, this device has had the software upgrade, also stating "this device was last updated and serviced by the biomed devices technician during their in-house service support on [redacted]-19 days ago." The software update was thought to be the "fix" to the issues our sites have been experiencing. This raises further concern and has been escalated to our md leadership and the mfg. [Manufacturer]. Manufacturer response for transportation ventilator, tv100 (per site reporter).